Event description:
The consumer was sitting on the seat of the rollator when the bar that holds the seat allegedly broke, causing him to fall on his back and hit his head. No serious injury alleged.

Manufacturer narrative:
Consumer reportedly was getting a treat for their dog and seat collapsed and the consumer fell and allegedly had medication prescribed for a head injury. No medical information has been provided. Manufacturer is working to obtain product involved in the alleged incident. Product has not been returned for evaluation at this time so it is uknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed medical intervention.